Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 416 mg/dl at the time of incident and the current blood glucose of the patient is 350 mg/dl. Customer was treated with manual injection. The customer state that auto mode feature was active. Customer report customer does not allege pump was under delivering. The customer also state that there was no leak and air bubbles in the tubing and reservoir. Customer reports insulin exited at the quick release. They performed displacement test and test result was pass. Insulin pump will not be returned device for analysis.